Manufacturer narrative:
Investigation summary: bd received 43 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for gel smearing with the incident lot was not observed(poor yield cannot be observed from photos). Additionally, the customer samples along with 60 retention samples from bd inventory, were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of july 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes poor yield and gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate 2 samples exhibited poor plasma/yield and gel smearing. There was no health impact or consequences reported.